Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Upon review of the egm, intermittent ventricular undersensing due to a combination of small signal size and signal amplitude variability was noted. It was discussed that the undersensing may cause a slight delay in therapy but therapy is delivered and converts the patient to a paced rhythm. However, the arrhythmia recurs almost immediately. The physician does not believe that the observed behavior contributed to the patient's death.

Manufacturer narrative:
A partial lead with the connector pin measuring 5.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.